Event description:
Subsequently, a revision procedure was performed. The associated right ventricular (rv) lead was disconnected from this device. Sensing, impedance and threshold values were good when tested with the psa. The lead was re-inserted into this device and again normal values were observed with the programmer. Therefore, the pocket was closed and routine follow-ups are scheduled. Currently, this device remains implanted and in service. No adverse patient effects reported.

Event description:
Boston scientific crm received information that following implant of this cardiac resynchronization therapy defibrillator (crt-d) in (B)(6) 2009, the patient developed a hematoma at the pocket site. The physician pressed the pocket rather forcefully to squeeze the fluid out resulting in a 5 joule shock. At recent follow-ups, pacing impedance measurements of greater than 2000 ohms have been observed. An x-ray was not able to confirm a lead dislodgement or disconnection. Efforts at reproducing noise by pocket massage, hand pressing, arm extension and deep breath were unsuccessful. A data disk was reviewed by a boston scientific technical services (ts) consultant revealing the increase in pacing impedance occurred suddenly in late (B)(6) 2010 and remained constant since. Previously, vf episodes were recorded in (B)(6) 2009 due to noise on the pace/sense channel lasting greater than two seconds. In (B)(6) 2009 vf was not treated but sensing appropriately. Episodes from (B)(6) 2010 show artifacts that resemble a double qrs morphology on the pace/sense channel. This patient has an underlying rhythm. Print-outs revealed no noise during threshold measurement but oversensing of the atrial pace was observed when there is loss of capture at 6 volts. Ts recommended further system investigation. No additional intervention is intended. This patient requires bi-ventricular pacing only. Shock therapy is only for prevention purposes. The physician decided to keep normal follow ups on this patient. Currently, this crt-d remains implanted and in service. No adverse patient effects reported.

Event description:
Subsequently, this crt-d was returned to boston scientific.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.